Event description:
It was reported that the rigid videoscope exhibited an abnormal image. The issue occurred during setup or inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the cause of the suggested event could not be specified. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.